Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via e-mail that the customer has multiple issues with insulin pump. The customer stated the buttons are sticking out, unresponsive buttons; top of battery cap is worn out and unable to screw or unscrew. The pump also alarmed no delivery and insulin squirted out during prime. Customer declined to be transferred. The customer's blood glucose was unknown.